Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that during use of a cadd medication cassette, the pump exhibited an alarm without a message. Per reporter, the second pump also exhibited an alarm. Per reporter, after switching to new mixed cassette, pump was working without beeping. No adverse patient effects were reported. Per reporter no further details were provided.